Event description:
It was reported that at one month post-op to a left shoulder revision cuff repair, the patient showed signs of an infection. According to the reporter, the surgeon who performed the revision cuff repair is not the same surgeon who performed the initial cuff repair. At the post-op office visit, the surgeon noticed redness, swelling and drainage from the patients anterior portal (incision); sign of an infection. The surgeon performed a portal debridement locally in his office. Culture results; infection and propionibacterium acnes. The patient was placed on antibiotics.no further patient or event information were provided at the time of this report.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that a second surgery was performed in 2009. According to the reporter, the surgeon removed sutures and did an incision and drainage of the wound. Patient is doing well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.this is the third of three infection cases reported for this surgeon.the device was requested for evaluation but was not returned; therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, the type of organisms identified, infection and propionibacterium acnes (a pathogen responsible for common nosocomial infections) was determined to not be a product related issue. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.